Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4).

Event description:
A consumer reported seeing double and triple lines around objects and that she is unable to read following intraocular lens (iol) implant surgery. The iol was repositioned approximately two weeks after the initial surgery. The consumer stated her vision is worse; and reported experiencing eye pain and foreign body sensation. At the consumer's request, the surgeon was not contacted.